Event description:
It was reported that this pacemaker displayed an alert to check the right ventricular (rv) lead. A review of the lead diagnostics showed the pacing impedance values had decreased considerably until there was a spike at greater than 3,000 ohms. Increased pacing threshold measurements were also observed. A review of the arrhythmia logbook showed many stored episodes showing oversensing of noise. Loss of capture was also reported, and the rv pacing outputs were increased to 3.5v @ 1.0ms. The distributor representative recommended an rv lead replacement; however, the physician discussed that the rv lead had been repositioned earlier in the year and the patient was not financially or emotionally prepared for another intervention. At this time, the pacemaker and associated rv lead remain implanted and in service, and the physician will perform follow ups every three months.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.